Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 position sensor was not giving accurate reading. The field service engineer (fse) powered off the station and removed the half-height matrix drawer 2. Upon inspection, the position sensor was found disconnected from the board. The sensor was reseated, and the drawer was reinstalled into the cabinet. The station was powered on and tested, with hardware performing successfully. All drawers and mini drawers were tested to ensure no failures. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es medication drawer had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.